Manufacturer narrative:
The beckman field service engineer (fse) evaluated the instrument and determined the reagent probe b wash valve failure. Fse replaced the collar wash valve to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported reagent probe b leaked onto the floor on their unicel dxc 600i synchron clinical chemistry system. Thirty milliliters of deionized water leaked and dripped underneath of reagent probe b. The operator wore gloves and a lab coat while troubleshooting. No one was injured. No erroneous results were generated.